Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Subsequently, an unexpected reset occurred and the pump history was not completely displayed in the pump history. The customer's blood glucose level was 290mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen issue could not be verified, nor could the alleged history issue be verified. Additionally, the alleged unexpected reset issue was verified.